Event description:
Spontaneous. Pt reports they are currently in the hospital; reason(s) and admittance date or current length of stay unknown. Pt reports they have already spoken with their pah md, found out their tubing was loose and pt thinks they might not have been getting infusion for a while. Lot number and expiration date of tubing is unknown. No further info, details or dates available. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Unknown. Is the actual product available for investigation? Unknown. Did pharmacy replace product? No. Did the pt have a backup product they were able to switch to? Unknown. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.